Event description:
Information received from the field notes that after a pacemaker check, while driving home, the patient felt tingling at the pacemaker site. Three days later, she felt "jumping" at the pacemaker site. The patient reported that the "jumping" could be seen, not just felt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received